Event description:
The customer reported an alarm, and grinding noise and insulin squirting during the manual prime. Troubleshooting revealed a protruded drive support cap. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during prime test due to protruded/loose drive support disk. The insulin pump received with cracked display window corners, scratched lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.